Event description:
After 2+ months of implantation, this pacemaker was explanted because following cardioversion the device could not be interrogated.

Manufacturer narrative:
A response from the manufacturer is pending.